Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 1 device was received. 2 device investigation types have not yet been determined. Additional information: 3 devices were not labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events in which the device had a component detach. - 2 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.